Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had their device disabled and now referred for replacement due to muscle spasms on the left side of her neck and shoulder several times a day. The device remains implanted in the patient. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the device has been explanted. The device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D9. Device available for evaluation ; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the device had been received by the manufacturer and underwent product analysis in which no anomalies were identified. No other relevant information has been received to date.

Event description:
Product analysis was completed and approved for the generator. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.